Manufacturer narrative:
(B)(4). Evaluation process: *performed visual inspection on unit per tcl-514-900008. -no issues found. Unit is in good condition. *performed baseline function testing per tcl-514-900008. -no performance issues found unit delivered rf energy properly in all modes. -there were no issues encountered while plugging in a handpiece. Root cause: the 2 customer complaints could not be replicated. There were no issues plugging in the handpieces. Unit delivered rf energy properly in all modes.

Event description:
During a pacemaker generator exchange procedure the surgeon was using the plasmablade as part of a trial. Initial settings were 5 cut 6 coag and during use of the plasmablade it was believed by the surgeon that the plasmablade damaged the lv lead. Lead was replaced with no patient impact or injury.

Event description:
During a pacemaker generator exchange procedure the surgeon was using the plasmablade as part of a trial. Initial settings were 5 cut 6 coag and during use of the plasmablade it was believed by the surgeon that the plasmablade damaged the lv lead. Lead was replaced with no patient impact or injury.

Manufacturer narrative:
Product event: (B)(4). Method: product scheduled for return but not yet received by manufacturer for inspection. Results: product scheduled for return but not yet received by manufacturer for inspection. Eval code conclusion: product scheduled for return but not yet received by manufacturer for inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.